Event description:
It was reported that the asymptomatic patient's atrial lead exhibited noise which was sensed and triggered an atrial tachycardia/atrial fibrillation episode. It was noted that the noise was reproducible. No device intervention was performed but lead revision was discussed. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03026. New information received indicated that programming changes were made to address the noise. On (B)(6) 2020, the patient presented for a routine generator change. During the procedure, insulation abrasions were noted on the right atrial and ventricular leads. The physician applied medical adhesive and used suture sleeves to cover the abrasions. Further programming changes were made. Patient was stable throughout and will continue to be monitored.